Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, monopolar curved scissors was not performing its function, cutting properly, making it impossible to carry out the procedure with the instrument. The procedure was completed with no reported injury using a backup instrument.